Event description:
It was reported that one of the leads was causing impedances issue. As a result, patient underwent surgical intervention on (B)(6) 2023, where one of the lead was explanted ad replaced thereby addressing the issue. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000129378. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.